Manufacturer narrative:
The service engineer (se) inspected the device and could not duplicate the reported issue. The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient the ht70 plus ventilator generated a system error code. The patient was transferred to another ventilator with no harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the customer that the ventilator stopped ventilating while in use on a patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.